Event description:
It was reported that during a da vinci-assisted surgical procedure using the da vinci 5 system, the customer experienced repeating armrest faults. Technical support was contacted, and the customer disabled the ergonomics on the system, allowing the procedure to be completed robotically as planned. The reported delay was less than 15 minutes, and no harm to the patient was noted. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The issue was resolved by disabling the ergonomics on the system, which allowed the procedure to be completed robotically as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658440-10 mceb and pn: 380764-36 motor module to resolve the issue. The system was tested and verified as ready for use. The mceb was returned for failure analysis, and the ergonomic error 23062 was neither confirmed nor replicated. During lighthouse log reviews, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The dv commander program was used to verify the functionality of the hand and armrest motor/brake systems; no issues were detected. Subsequently, a digital multimeter (dmm) was employed to measure the voltages within the armrest motor and brake circuits, and all readings were found to be within specification. The mceb was installed on a reference (golden) system, where it operated as expected. Ten consecutive power cycles were performed, with ergonomic features physically checked for proper functionality after each cycle. The mceb was then left to idle in the golden system for 12 hours, during which no issues were observed. Based on these results, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
Refer to h11 for follow-up information.